Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years, 8 months, and 4 days after the initial valve-in-valve transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 valve implanted inside a surgical valve, the valve was found to have severe central mitral regurgitation. The patient had presented to the hospital in cardiogenic shock and was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO). The patient underwent a valve-in-valve tmvr procedure using a 26 mm sapien 3 ultra resilia valve. The valve was implanted successfully inside the 29 mm sapien 3 valve. The mitral regurgitation resolved to none. No additional information was provided.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was received for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation that required a re-intervention has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, due to limited information provided, a definitive root cause is unable to be determined at this time; however, the event could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.